Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Plaintiff alleges that after implantation she began experiencing discomfort and as a result the plaintiff was forced to have the device surgically removed. Update 03/12/2018: per (B)(6) 2014 operative report: "metal-on-metal reaction presented to the office with signs of pain, and workup was consistent with trunnionosis. A pseudotumor was encountered involving the abductor all the way to the layer of the fascia. The old femoral head was removed. Severe trunnionosis was encountered. There was evidence of severe corrosion." The head and liner were revised.

Manufacturer narrative:
An event regarding altr involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: device evaluation was not possible as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Plaintiff alleges that after implantation she began experiencing discomfort and as a result the plaintiff was forced to have the device surgically removed. Update 03/12/2018: per (B)(6) 2014 operative report: "metal-on-metal reaction presented to the office with signs of pain, and workup was consistent with trunnionosis. A pseudotumor was encountered involving the abductor all the way to the layer of the fascia. The old femoral head was removed. Severe trunnionosis was encountered. There was evidence of severe corrosion." The head and liner were revised.